Manufacturer narrative:
There is no documentation of a causal event between the hospitalization for cellulitis, hypoglycemia, hypomagnesemia, encephalopathy and fluid overload and the liberty select cycler. Additionally, there is no allegation of a machine malfunction. Cellulitis is not reasonably related to pd with fresenius products. It is a known risk in immuno-compromised patients and those with comorbidities such as diabetes. Per the pdrn, the encephalopathy and fluid overload listed in the discharge summary were not admitting diagnoses. It¿s unknown when those developed. It¿s not confirmed if the patient continued pd therapy or utilized any fresenius products during the hospitalization. It was determined that the cause of the hypoglycemia was the medication and that was resolved with a medication change. There is a temporal association between the reported hypomagnesemia and pd therapy as this is a well-known complication due to combination of dialysate with certain comorbidities and nutritional status. The alleged device was not returned to the plant and the allegation is not confirmed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis nurse reported during routine follow-up that the patient was hospitalized on (B)(6) 2017 for cellulitis of the legs and discharged on (B)(6) 2017. It was unknown if the patient had missed any treatments. Additional information was received which indicated that this patient presented to the emergency department (ed) on (B)(6) 2017 with bilateral leg pain and swelling for two days. She was unable to sleep due to the pain and the pain worsened with ambulation. The patient has a significant medical history of diabetes mellitus type ii, obstructive sleep apnea (osa) on continuous positive airway pressure (CPAP) and transient ischemic attacks (tia) with no residual. The patient was noted to have a hemoglobin of 5.3 in the ed. The patient was admitted for further evaluation and treatment. The patient was transfused with one unit of packed red blood cells (prbc) and was started on vancomycin for the cellulitis (route, dose, strength, frequency and duration unknown). The pain and erythema in the legs improved. During the hospitalization, the patient condition was complicated by episodes of hypoglycemia which was attributed to her medication, glipizide. The endocrinologist discontinued the glipizide and the patient was switched to tradjenta. The patient also developed episodes of atrial fibrillation (a fib) with rapid ventricular rate (rvr) and cardiology initiated metoprolol with good control as well as warfarin. The transthoracic echocardiogram (tte) was normal and showed a small pericardial effusion, but this was unchanged from a previous study on (B)(6) 2016. All other hospital course is unknown. It is not confirmed if the patient continued pd therapy while hospitalized or if any fresenius product was utilized. Hospital discharge summary lists fluid overload and acute encephalopathy as well as hypomagnesemia on the list of hospital problems. Per the peritoneal dialysis nurse, the patient was not admitted with those diagnoses, so it is unknown if those issues developed during the hospitalization as there is no further documentation of those issues in the discharge summary. The encephalopathy and hypomagnesemia were listed as resolved. The patient was discharged to home on (B)(6) 2017.